Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes during maintenance. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The reported error codes could not be reproduced. However, during a preventive maintenance performed several days later, the technician found a crack in the plastic of the cardioplegia valve block that allowed water to leak onto the distribution board ul510 responsible for controlling both the cardioplegia circuit and patient circuit. This led to encrustation on the board, which can cause the reported error codes. The cardioplegia bridge and the distribution board were replaced to resolve the issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group deutschland will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes during maintenance. There was no patient involvement.